Event description:
Information was received from the surgeon indicating that there was no suspected manipulation or trauma to the device. It was unknown if x-rays were performed prior to the revision and no programming or diagnostic history was provided.

Event description:
It was reported through an implant card received on (B)(6) 2012 that a patient had a full revision surgery on (B)(6) 2012. The generator was replaced due to nearing end of service and the reason for the lead replacement was unknown. Additional information was received from the surgeon on (B)(6) 2012, indicating that the patient had high impedance, observed during a diagnostics test. The patient was therefore referred for a full revision. Attempts for additional information, product return, and lead product information are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the explanted devices would not be returned as the site requires a subpoena to release the products. Attempts for additional information regarding the high impedance as well as lead product information have been unsuccessful to date.